Manufacturer narrative:
Button error alarmed due to corrosion at the b button on keypad trace. Keypad overlay had weak adhesive bond at all locations.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and customer cannot clear the alarm. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.